Event description:
It was reported that the pump exhibited a loose downstream occlusion (dso) seal. A photo was received and the dso appeared lifted. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The actual suspected product was not returned for evaluation; however, a photograph was received. A review of the service history was performed. The photograph shows the dso seal with clear bubbling/delamination. However, the customer complaint could not be confirmed, and a probable cause could not be determined due to the device not being returned.